Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's ins was able to shift in the pocket before it settled. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and complex regional pain syndrome type 1.